Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. A field service engineer replaced the retractor band and powered on the pyxis. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system fmc-7ga has a broken hh cubie drawer and not opened despite multiple reboots. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.